Event description:
It was reported during a laparoscopic cholecystectomy, when introducing the device through the trocar the cartridge fell out. It fell into a pool of blood and it took a while to locate it. It was retrieved with a grasper. The doctor asked for a new cartridge, but the nurse put the same cartridge in and it worked fine. There was no consequence to the pt.